Event description:
It was reported that the system 9800's right workstation monitor was burnt in so severely as to cause artifact on live images. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The right monitor was replaced and the new monitor calibrated for proper illuminescence. Screen saver time in shortened to ten minutes from thirty. The system was tested and found to be working as intended and placed back into service.